Event description:
The customer reported that their device was showing its service wrench indicator. During testing, it was observed that the device could not charge and shock with an input of a simulated ventricular fibrillation waveform. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c157 from the analog pcb assembly.